Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in pacing impedance measurements going from an average of 300 - 350ohms to 987ohms. Additionally, noise was oversensed, and the rv pacing threshold increased. Lastly, sensing decreased from 6.3mv to 1.3mv in the span of three days. Tachy therapy was disabled on the recommendation of technical services (ts) to avoid inappropriate shocks due to oversensing while further steps were determined. Also, ts recommended following up in the clinic. This rv lead remains in service. No adverse patient effects were reported.